Event description:
High capture threshold and low sensing were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Additional information: the reported events of elevated pacing thresholds, capture anomalies, and sensing anomalies were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received indicating that the patient was in stable condition.

Event description:
Additional information was received indicating that diagnostic imaging was performed which revealed that the right ventricular lead was dislodged.